Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. Programming changes were made. Patient condition was stable.